Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller successfully resolved the issue by performing a pump reset with guidance from technical support, after which the cgm error code did not appear again, and they were able to start their sensor session.